Event description:
It was reported that during a procedure for stenosis in the subclavian vein, as the doctor went to deploy the stent graft, he took the wire and pulled it outward and the stent did not deploy. It was reported that the doctor usually would use the pin and pull method to deploy the stent, and believes that pulling the wire outward caused the stent not to deploy. There was no injury to the patient and the procedure was completed with a new device without any difficulty.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned with the safety clip missing. The tuohy borst adapter was opened. The 2-way stop cock was closed. There was a kink in the outer sheath 280 mm from the tip. The stent was in the system and in place. The wing screw was unscrewed from the y-adapter. Upon receipt, the sample was released into the wrong direction. The outer sheath was pulled into the distal direction. As the user indicated, this was the cause for the stent not to deploy. Therefore, the complaint is considered user related. This application represents an off-label use. The fluency tracheo bronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.